Manufacturer narrative:
Ge healthcare investigation of this event was performed using information provided by ge healthcare field service engineer and logs from the system which showed that the total exam duration was about 5 h 32 min and the total exam dose was 12 gy with a localized peak incident dose of 10.5 gy. System calibrations were within specifications. No system malfunction has been identified. The most probable root cause for this high dose exam was a long exam performed on a large patient with high dose acquisition settings, even if a different choice of acquisition settings could still have reduced the exam dose. However, the settings were determined based on the physician¿s clinical judgment. Detailed dose reduction instructions are clearly provided in the optima igs 320 operator manual (5485491-1-399). These instructions have been reviewed and found to be appropriate. Proper training was given to the customer on dose protocol during system installation. On december 14, 2017 a dose refresher training has been given to the customer by ge healthcare application specialist. The system worked as intended and per specifications. No further action is required.

Event description:
A patient received a high radiation dose during an exam that was performed on (B)(6) 2017. Total exam dose was 12.020 gy during which patient received a localized peak skin dose of 10.5 gy in the same body area. Neither radiation burn nor adverse effect to the patient has been reported by the customer.

Manufacturer narrative:
This event is reported as serious injury whereas there is no actual injury on the patient because it is likely to result in a serious injury with regards to the amount of radiation received by the patient, and no system malfunction has been identified till now. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation is completed. Device evaluation anticipated, but not yet begun.

Event description:
A patient received a high radiation dose during an exam that was performed on (B)(6) 2017. Total exam dose was 12.020 gy during which patient received a localized peak skin dose of 10.5 gy in the same body area. Neither radiation burn nor adverse effect to the patient has been reported by the customer.